Event description:
As reported via medwatch mw5120391: "clinical adverse event received for intermittent locking of left knee." Report indicates knee was revised.

Manufacturer narrative:
Reported event: an event regarding rom involving simplex cement mix was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, dimensional and functional inspections were not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to intermittent locking of left knee. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.